Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 301 mg/dl while using the ilet, and upon inspection the tubing connector was found detached from the device; the user reattached the connector and blood glucose began to decline, and education was provided that stress and alcohol intake can elevate glucose. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution after reconnection and guidance. Investigation included user interview and device use troubleshooting. Investigation of this case revealed a connection issue at the tubing-to-device interface consistent with an infusion delivery interruption, which resolved after the connector was properly reattached. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with user-correctable connection issues and contributory factors such as stress and alcohol intake.